Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this product was explanted due to a patient infection. There was no report of adverse patient effects due to the explant procedure. At this time a new product has not been implanted.

Event description:
Additional information indicates that this patient was sent home with a life vest which was to be worn until a new device system could be placed.